Event description:
It was reported that when the catheter was placed, the error message "fault check cardiac output" displayed. Additionally, an incorrect temperature reading was displayed. The staff felt they were unable to rely on the cardiac output numbers and the temperature readings were incorrect. No patient injury was reported.

Manufacturer narrative:
The swan-ganz catheter was discarded at the hospital. Seven sealed units from the same lot were returned; one unit was taken for evaluation. Visual examination found the unused catheter to be in good condition. The catheter was connected to the vigilance I and ii monitors and there were no error messages observed. The thermistor read 37.0 degrees c when submerged in a 37.0 degrees c water bath. All thru-lumens were patent and did not leak. The balloon inflated clear and concentric and did not leak. The complaint could not be confirmed without return of the actual unit involved. No defects or damages were found on the unused unit. A review of the manufacturing records indicated that the product met specifications upon release. It is not known what factors may have contributed to the event reported. No actions will be taken at this time.